Event description:
It was reported that episode review was requested after this patient received an inappropriate shock. The caller stated it appeared to be due to supra ventricular tachycardia (svt). A boston scientific technical services consultant reviewed the episode and agreed the morphology is suggestive of svt. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.